Manufacturer narrative:
This corresponds with extension (B)(4); recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes (B)(4) and (B)(4) because these are the closest codes available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion no longer applies as eval code-conclusion was applied. Eval code-result was also applied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the manufacturer representative that, during an implant procedure, two different extensions showed issues and were not implanted. High ¿open circuit¿ impedances on all combinations with electrode #0 were found with the first, which did not appear when alligator clamps were used to measure impedances of the lead alone. Therefore, a new extension was used. At the time of the report the cause of this issue was unknown. Regarding the second extension it was reported that the lead and metal part of the connector on the #0 electrode were loose, despite attempts to ¿pick with fingers¿ and tighten with a torque wrench. The hcp stated that the metal part fixing the set-screw on the extension connector was weak, and they were fearful of damaging the lead if the extension was manipulated too much so third extension was used. There was no patient injury.

Manufacturer narrative:
Device analysis for extension nkn127143v revealed the body conductor was broken. Less than 5cm from the proximal end. Device analysis for extension nkn145547v revealed the distal end connector was twisted in molded rubber h6: results code 180 belongs to extension nkn127143v. Results code 114 belongs to extension nkn145547v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.